Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-13208. It was reported the patient experienced inadequate stimulation with their scs system. In turn, the patient had a pain pump implanted. As a result, surgical intervention was undertaken wherein the entire system was explanted.